Event description:
Three viabahn devices were being utilized in a superficial femoral artery with significant clot/plaque involvement. The first two devices were placed and deployed without incident. The deployment line of the third device broke after the device was approx 75-80% deployed. Upon withdrawal of the catheter, the catheter body separated, leaving approx 2cm of the tip of the catheter inside the pt. The pt was converted to open surgical repair and the catheter portion was removed successfully. Info received with the initial report indicated that the pt was recovering.